Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length endeavor rx drug-eluting coronary stent in to a pt. The target lesion, located in the lcx #13, was described as severely calcified with 75% stenosis and was not pre-dilatated. It was reported that resistance was felt at lcx #11 and although some force was applied to the relevant device, it could not cross the lesion. The physician decided to withdraw the relevant device to retry the stent deployment after performing pre-dilation; however, on withdrawal, the relevant stent dislodged from sds balloon at lcx#11. The dislodged stent was retrieved using a goose neck snare catheter. The procedure was completed with deployment of another endeavor rx stent at lcx#11. Poba was also performed to treat lcx#13. The pt is reported to be fine and no other sequelae were reported. Communication from the field confirmed that no abnormality was noted at inspection of relevant device prior to use. Medtronic has received the device and its analysis has been completed. The hypotube was bent and wavy. Crimp/bake impressions were evident on the un-inflated balloon. The proximal pillow balloon folds were partially opened. There was a hardened, crystallized substance in the inflation lumen. The first four stent segments at one end were oval in shape but otherwise undamaged. The remaining stent segments were stretched and deformed. No further damage was noticed.

Manufacturer narrative:
Stent dislodgement. Severe calcification, 75% stenosis. Direct stenting, force applied during delivery of relevant device. Eval codes, conclusion: severe calcification, 75% stenosis. Direct stenting, force applied during delivery of relevant device. Secondary intervention: the dislodged stent was retrieved with a snare catheter then another endeavor rx stent was deployed at lcx #11, poba was performed to treat lcx# 13.